Manufacturer narrative:
Evaluation summary: this defect is not reproducible. This is random failure. In addition, we confirmed that the scope connector unit broken; however, it is not related to the alleged complaint. This device is classified as import for export, therefore 510k is not applicable. Model epk-3000-us is available in the USA with a 510k number k172156. This report is being filed as part of the pentax backlog management plan.

Event description:
This event occured during use. There was no report of patient harm. Retry - c function. Freeze release - f function of fr2-key on kbd where error messages occur frequently . The lock lever is stiff.